Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant the right ventricular (rv) lead had increased and high thresholds. Additionally, the right atrial (ra) lead and rv lead were suspected to be dislodged due to missing slack on both leads. Furthermore, the rv lead was implanted after the use by date. The lead were revised and remain in use. No patient complications have been reported as a result of this event.